Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue, which was reproduced. The evaluation experienced door not fully latched messages. The messages were found to be caused by cracked threaded inserts from front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump had a "door issue". It was also reported there was no patient involvement.